Event description:
The surgeon inserted an aq2003v silicone three-piece lens and the lens flipped in the pt's eye. The surgeon was adjusting the lens and scratched the lens. Te lens was removed within the same surgery with no pt injury, no incision enlargement or sutures.

Manufacturer narrative:
Visual inspection of the returned product found no visible damage to the lens. There was evidence of clear surgical residue and reddish residue. A lens work order search was performed and no similar complaints were found. Conclusion: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.